Event description:
It was reported that pump malfunction occurred with malfunction code displayed and no notable events before issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset malfunction without it recurring, was advised to continue using pump, and was instructed to call back if malfunction occurred again, which customer acknowledged and understood.